Event description:
It is reported that three (3) months ago the end-user changed from using product #: (413180 - stoma size: 7/8" (22mm)-actual stoma size) to current product used#: (413181 - stoma size: 1" (25mm)- bigger size than stoma) due to improved wear time with 413181 resulting in pouch changes every two (2) to three (3) days; however, product 413181 left more skin exposed inside opening resulting in hyperplastic tissue related to the exposed area which measures three eighths of an inch (3/8") and the area is one eighth inch (1/8") high.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user applies stomahesive powder and competitor brand prep. It is further reported that end-user was advised to consult local physician and/or ostomy nurse. Lastly, alternate product samples sent to end-user. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.